Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was unable to be interrogated. Technical services (ts) was consulted and provided troubleshooting options; however, no successful interrogation was confirmed at this time. This device remains in service. No adverse patient effects were reported.